Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent surgery at the thoracic spine. After the procedure, the patient could not move legs. No problem occurred during the procedure: access into pedicle was normal, ablation was normal, ballooning was normal, cement delivery was normal. All the products performed as expected. It was unknown if any product contributed to the adverse event. Due to the adverse event, the patient was referred to neurosurgeon. Both the surgeon and the neurosurgeon could not determine the root cause for this event as the imaging looked unremarkable. The patient is currently in rehabilitation.